Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured. Both parts of the screw were retrieved.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection.. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. Alleged event was confirmed following inspection. A singular root cause could not be determined. The following sections have been updated: the date of this report manufacturer, device expiration date, UDI#: (B)(4). Contact office: name/address / office contact: manufacturing site, date received by manufacturer, type of report, if follow-up, what type, device evaluated by manufacturer, device manufacture date, evaluation code, additional narratives/data.